Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was due to insect contamination found throughout the charger. The root cause for the contamination was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger would not power on.